Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: please disregard the patient demographics which were submitted on 1723170-2015-00049 follow up #1. They were submitted in error. As reported on the initial MDR patient information was unavailable from the site.

Manufacturer narrative:
A successful case was performed with the system on (B)(6) 2015. No issues occurred during use. Site does not wish to have a medtronic representative troubleshoot the issue further.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. The site was using a microdebrider and when the instrument was initially plugged into the navigation system, the lines on the bottom of the screen flashed and the system became unresponsive. The site rebooted the navigation system and were able to navigate the microdebrider instrument, but when other instruments were plugged in the navigation system would not track the other instruments. During troubleshooting, the site unplugged the microdebrider and plugged a suction instrument in the same port, which tracked successfully, however when the microdebrider was plugged back into the navigation system the suction instrument stopped tracking. The surgeon opted to continue the procedure by switching which instruments were plugged in the navigation system. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.